Manufacturer narrative:
The tech found the foot end brake casters are worn most likely due to normal wear and tear. The tech replaced the foot end brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
The tech reported the brakes at the foot end of the bed are not holding. The bed was located in the hill-rom service center. There was no pt/user injury reported. (B)(4).